Event description:
It was reported that during explant due to eri, the svc set screw was found to be stripped and would not release the lead. Svc portion of the lead was capped and programming changes were made on the new generator. Patient is well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the svc df1 set screw hex cavity that prevented full insertion of the torque driver into the hex cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.